Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgery on t10-pelvis level. On an unknown date, intra-op, both the rods broke below the cross link. The product came in contact with the patient. No fragment of the product remained in the patient. Patient complications were unknown. The patient underwent additional surgery as a result of this event.